Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The rse explained that to identify the faulty device, they would need to separate the two (mx700 and x3) devices and observe which one continues to display the error. However, the customer was unable to perform this test at the time due to the presence of a patient. Additional information was requested regarding the speaker producing sound. However, the biomed mentioned that they didn¿t have any speaker issue at that time and did not want to troubleshoot more. No further information was provided, regarding the sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not able to be confirmed at the time of the call with the biomed, but could not be ruled out at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an intellivue x3 device indicating that there was a "speaker malfunction" error while using a mx700 bedside monitor and the x3 on a patient. The customer biomedical engineer (biomed) wanted to determine whether the issue originated from the mx700 bedside monitor or the x3. It was not known if the speaker was able to produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.